Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with non sustained right ventricular oversensing. Noise could be reproduced by deep breathing. Programming changes were performed, which corrected the issue. Patient was stable.